Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally programmed and delivered a 7 unit bolus instead of a 0.7 unit bolus. Reportedly, the customer accidentally entered a carbohydrates value for 140 grams instead of 14 grams. Recommendation was made by tandem technical support to test blood glucose (bg) level and seek medical advice regarding correction. The customer tested bg level, and at the time of the call, bg level was 73 mg/dl and confirmed glucose tablets would be used to treat the bg level. Follow up on (B)(6) 2017, the customer reported that the paramedics arrived after the initial call and the customer was treated with a glucagon tablet. The customer went to the emergency room (ER) with a bg level of 63 mg/dl, and was treated for hypoglycemia., and left the ER approximately 5 hours later, with a bg level of 123 mg/dl. At the time of the call, the customer reported bg level was within target (116 mg/dl) and was stable.